Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd micro-fine¿ pro pen needles were difficult to operate. The following information was provided by the initial reporter: the needle was inserted on the abdomen but the patient could not push the button of insulin injection. Another issue was that the patient could not push the button of insulin injection. The two issues were registered as unable to activate.

Manufacturer narrative:
H6: investigation summary twenty five sealed 32g x 4mm pen needle samples and two photos were returned from lot no. 1012832, cat. No. 320559. A functionality test was carried out on all twenty five samples as per q-sop-183-dl and no issues were observed. Magnified examination was also carried out on all twenty five samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that 2 bd micro-fine¿ pro pen needles were difficult to operate. The following information was provided by the initial reporter: the needle was inserted on the abdomen but the patient could not push the button of insulin injection. Another issue was that the patient could not push the button of insulin injection. The two issues were registered as unable to activate.